Manufacturer narrative:
Analysis was unable to confirm the reported programmer stylus calibration issue. The connection between the printed circuit board (pcb) and the overlay was cleaned, reseated, and the stylus was calibrated. It was noted that there was a piece of paper between the overlay and the liquid crystal display (lcd). The paper was removed. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was uncalibrated. The user attempted to use the service disk with the same stylus, but the programmer did not recognize it. A different stylus was also used without success. The programmer was returned for service. There was no patient involvement.